Manufacturer narrative:
The event date is approximate. Analysis results: product is not available for return to confirm a malfunction has occurred. Product not returned to manufacturer.

Event description:
A consumer reported that their expert results power toothbrush shaft detached during brushing. No injuries were reported. A potential choking hazard was identified.